Event description:
It was reported that deflation failure, removal difficulty and balloon detachment occurred. The target lesion was located in superficial femoral artery. A 4.0 x 20, 135cm mustang balloon catheter was advanced for dilation. The balloon was inflated at 10 atmospheres for 2 minutes. However, during deflation, the balloon failed to deflate. To remove the balloon, they first pulled negative with the stopcock on, then off, but it still did not come down. The sheath was then used to swallow the balloon, but it was difficult to do so. The shaft to the balloon broke as it was pulled into the sheath. The surgeon had to pop the balloon to remove it. It ended coming out in two pieces and detached from the shaft. The procedure could not be completed as he lost access due to the removal of the balloon. Additional procedure was to be re-scheduled, and the patient was fine.